Event description:
System removed due to suspected infection in leads (medtronic). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report #: mw5164375.